Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the asymptomatic patient presented for follow up. Post paced t wave oversensing was observed on the ventricular lead. The device was successfully reprogrammed and remains implanted.